Event description:
The user facility reported a water leak from the front of their reliance synergy washer. No procedural delays or cancellations were reported. No injuries occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the drying manifold welds had cracked. The technician replaced the drying manifold housing and associated hosing. The washer was tested, confirmed operational and returned to service.